Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as published date since date of data collection was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Rosenbaum, a., behfar, a., rossman, t., & lundgren, s. (2024). Pulsatility of pulmonary artery waveforms before and after left ventricular assist device is associated with right ventricular failure. The journal of heart and lung transplantation, 43(4), s137. Https://doi.org/10.1016/j.healun.2024.02.278 https://dialog.proquest.com/professional/docview/3039510277?accountid=152602. (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that retrospective study "pulsatility of pulmonary artery waveforms before and after left ventricular assist device (lvad) is associated with right ventricular failure" stated that on the potential utility of pulmonary artery (pa) pressure sensors for management of hemodynamics before and after heartmate 3 (hm3) lvad implantation. Patients undergoing lvad implantation were set up with a pa pressure sensor in situ at the time of implantation and had at least two reliable readings before and after lvad implantation. To assess pulsatility, the pulse power index (ppi) was calculated. The primary endpoint was re-hospitalization for right heart failure after lvad implantation. There were 19 patients studied, of which 84% were implanted with a hm3 lvad. It was noted that as the pa diastolic pressures fell, the mean ppi increased after lvad placement. Seven patients (37%) experienced right ventricular (rv) failure. Pre- and post-implant ppi were associated with the development of rv failure. It was concluded that ppi provides novel metric for evaluating rv performance independent of pa pressures that could provide additive clinical data regarding the risk of rv failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the report of right heart failure could not be conclusively established through this evaluation. The article titled ¿pulsatility of pulmonary artery waveforms before and after left ventricular assist device is associated with right ventricular failure¿ authored by rosenbaum, et. Al. Was reviewed. A retrospective study was conducted of patients undergoing left ventricular assist device (lvad) implantation with an existing pulmonary artery (pa) pressure sensor in situ and previous successful pa sensor readings. Of the 19 study patients, 16 had a heartmate 3 lvad. The study derived a pulse power index (ppi) from the pressure waveform to evaluate right ventricular (rv) performance independent of pa pressures. Pa diastolic pressures fell with lvad implant as ppi increased. Ppi was correlated with pa variables, and ppi was associated with the development of rv failure. Seven of the study patients experienced rv failure. The endpoint of the study was re-hospitalization for right heart failure following lvad implantation. None of the associated devices were returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document (B)(4)., rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The serial numbers or other identifying information of the devices were not provided and were unable to be determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that as the pa diastolic pressures fell, the mean ppi increased after lvad placement (p=.12). Pre- and post-implant ppi were associated with the development of rv failure (p=0.012).